Event description:
It was reported the lower screen of the epg (external pulse generator) has horizontal lines running through the display. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no anomalies were found during functional or bench testing. It was noted that the lower case, side bail covers and ring cover were broken and the side bails were missing.